Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred after a gastric sleeve procedure wherein a fistula formed at the gastric fundus. Re-surgery with esophageal prosthesis positioning was done to resolve the issue. The patient hospitalization was extended for one week due to the problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of a device and mesh being used intra-operatively. A visual inspection of the returned photos noted a device and mesh being used intra-operatively. No device was observed in any photos. No staples were observed in any photos. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic gastric sleeve on the gastric fundus, a fistula formed. Re-surgery with esophageal prosthesis positioning was done to resolve the issue. The patient¿s hospitalization was extended for one week. There was temporary patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.